Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient experienced a granuloma with juvederm® volift® xc in the tear trough. Hcp further reported injecting the patient with juvederm® ultra plus xc in the lips. Three weeks later, the patient developed a "small mobile lump" under the left infraorbital region. Three weeks later, an ultrasound was ordered for the "lump." Eight days later, a maxillary subcutaneous mass developed and the patient was given empiric tetracycline. Nine days later, the patient was injected with juvederm® voluma¿ xc in the cheek. Two weeks later the patient was again injected with another juvederm® voluma¿ xc in the cheek. 30 days later, patient was seen by an ent doctor. A month and a half later, an MRI was performed on the mass. Three days later, a fine needle aspiration was taken of the mass and it was confirmed to be a "granulomatous reaction." The event is noted as currently lesion reduced in size but still ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03282 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2021-03281 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2021-03283 (allergan complaint #pr (B)(4)), and MDR ID# 3005113652-2021-03254 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvederm® volift® xc.

Event description:
Additional information reported the "lesion was aspirated and has mostly resolved with prednisone short course."